Event description:
It was reported in a literature publication that a retrospective multicenter study was conducted at 4 hospitals. The study included 84 consecutive patients (45 males and 39 females, (B)(6)) who underwent posterior cervical reconstruction in which cervical pedicle screw (ps) for nontraumatic lesions were used. Risk factors of peri-and postoperative complications were statistically analyzed. The mean follow-up period was 4.1 years (range 6-168 months). Regular follow-up examination (every 2 or 3 months) was performed, in the form of a personal interview in the outpatient clinic. Indications for patients consisted of the following: reducible cervical kyphosis (57); cervical spinal instability (28); pseudarthrosis after anterior cervical fusion (5); cervical spondylotic myelopathy (csa (4); reoperation for ossification of posterior longitudinal ligament (opll) (2), and other problems (infections, tumors, and others) (5 patients). All patients underwent posterior spinal arthrodesis in which a ps system was used. A total of 390 pedicle screws were used (mean 4.6 screws/patient). Three different pedicle screw insertion techniques were used. Seven different instrumentation systems were used. The axis plate system was used in 17 patients and the vertex system was used in 9 patients. In terms of malpositioning, 60 screws were classified as grade I and 16 as grade ii. Complications were classified into these 4 categories: complications directly attributable to screw insertion, neurological complications without evidence of screw misplacement, implant failure, and others. These included postoperative neurological complications in 11 patients in whom there were no evidence of screw misplacement (c-5 palsy in 10 and c-7 palsy in 1), implant failure in 11 patients (screw loosening in 5, broken screw in 4, and loss of reduction in 2), complications directly attributable to screw insertion in 5 patients (nerve root injury by ps in 3 and vertebral artery injury in 2), and other complications in patients (pseudarthrosis in 2, infection in 1, transient dyspnea in 1, and adjacent-segment degeneration in 1). The multivariate analysis showed that a primary diagnosis of cerebral palsy was a risk factor for postoperative implant failure and that the presence of preoperative cervical spinal instability was a risk factor for both grade 1 and grade ii screw replacement. There were no statistically significant risk factors for postoperative neurological complications in the absence of evidence of screw misplacement or complications directly related to screw insertion.

Manufacturer narrative:
It should be noted that the 2 medtronic products listed, axis and vertex, were not specifically associated with the 7 adverse events reported. Therefore, each of the 7 adverse events will be represented as "msb unknown hardware" until further information can give confirmation to what was reported. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.